Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate of 9 units. Reportedly, the cartridge was filled with 300 units of insulin. The customer¿s blood glucose level was 180 mg/dl. Reportedly, the customer loaded a new cartridge successfully and received an accurate fill estimate.